Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor therapy. It was reported that the patient had an MRI done on friday, (B)(6) 2022 and ever since their MRI their communicator wasn't picking anything up. Patient services walked the patient through connecting with their implant over the phone and the patient reported they were getting a "device not responding" message on their handset. The patient confirmed that they were using the micro mytherapy application. Patient services had the patient close out of all their applications and restart the handset (a10e). The patient still received "device not responding," even after patient services had the patient move the communicator 1 inch above the incision site and had the patient press the communicator gently into the skin. Patient services asked the patient when they had last attempted to charge and the patient reported that they charged "all three of their devices" on friday ((B)(6) 2022). Patient services confirmed with the patient that they had meant they had charged the recharger, the communicator and the handset and asked if the patient had charged their implant and the patient stated they weren't able to charge their implant because their communicator couldn't find anything. Patient services reviewed the external devices and their function with the patient. Patient services also reviewed that the patient would not be able to communicate with the implant if their implant was not charged. The patient was currently driving at the time of the call and their recharger was at home so patient services advised the patient to call back when they weren't driving with their recharger to troubleshoot further and check the battery status of their implant.